Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (259 mg/dl). Customer's health care professional recommended a new time segment with a new basal rate be added into the pump settings. Tandem technical support guided the customer through adjusting pump settings. Customer delivered a bolus to address elevated bg levels.